Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, a reporter/layperson (patient/layperson's daughter) complained that the pt's onetouch ultra meter went into the set up mode after replacing the battery. This senior medical surveillance specialist spoke with the patient/layperson on (B) (6) 2010. The pt, whose daily regimen is oral diabetes medication, performs his own blood glucose tests and clarified and corrected info his daughter reported. Approximately (B) (6) 2010, the pt had to change the meter's battery after which the meter went into the set up mode, the expected outcome after removing a battery. Reportedly, the pt had forgotten how to set up the meter so that the reporter called customer service while she was visiting the pt. The reporter successfully set up the time and code with help from the cca. The same morning ((B) (6)), the pt "felt faint" at 4:30 am before the call. He awoke the reporter who gave him something to eat relieving his symptom. During the six days without testing, the pt took his daily medication as prescribed. Because the pt alleged he was unable to monitor his blood glucose for several days and suffered possibly low blood glucose, the complaint is reported. The cca replaced meter, strips, and control solution.